Event description:
It was alleged that an overinfusion of tpa occurred and the pt died. It was noted thata 20cc/hr was programmed when the rate was 2cc/hr. It was further reported by the facility that the device was not a contributing factor and it is suspected that this was a user programming error.

Event description:
It was alleged that an overinfusion of heparin occurred and the pt died. It was noted that 200cc/hr was programmed when the rate was 20cc/hr.